Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)/ heavy clots bleeding during times other than my menstrual time") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems at the time of your essure procedure: device had to be pulled out and replaced/ essure device that was attempted to be placed on the right was kinked". The patient's concurrent conditions included contrast media allergy, taste metallic, bloating, body mass index increased, back arthritis and bunionectomy since (B)(6)2016. Concomitant products included medroxyprogesterone (depo provera) since (B)(6)2014. On (B)(6)2014, the patient had essure inserted. In 2016, the patient experienced rash ("skin rash"). In 2017, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and cystitis ("bladder infection/bladder or urinary problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder/autoimmune disorder ¿ fibromyalgia"), hypersensitivity ("allergic reactions"), weight increased ("weight gain/ I went from 125 lbs to 212 lbs in less than 6 months after essure was implanted"), alopecia ("hair loss"), tooth disorder ("dental issues/dental problems"), inflammation ("inflammation"), depression ("depression/hormonal changes ¿ depression"), anxiety ("anxiety/hormonal changes ¿ anxiety"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), mood altered ("mood changes"), fatigue ("fatigue"), loss of libido ("loss of libido/ no sex drive"), nausea ("nausea,"), migraine ("migraines/headaches"), headache ("migraines/headaches"), acne ("painful acne"), vaginal discharge ("vaginal discharge"), vision blurred ("foggy/blurry vision"), insomnia ("unable to fall a sleep"), breast pain ("painful lumpy breast"), abdominal pain lower ("extreme cramp"), vulvovaginal dryness ("extreme dry vaginal"), breast mass ("painful lumpy breast"), pain in extremity ("pain in leg, hand , arms,"), back pain ("pain") and arthralgia ("pain"). The patient was treated with surgery (hysterectomy, salpingectomy bilateral). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, fibromyalgia, hypersensitivity, weight increased, tooth disorder, depression, anxiety, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, mood altered, fatigue, urinary tract infection, loss of libido, vaginal infection, cystitis, nausea, migraine, headache, rash, acne, vaginal discharge, vision blurred, insomnia, breast pain, abdominal pain lower, vulvovaginal dryness, breast mass, pain in extremity, back pain and arthralgia outcome was unknown, the alopecia had resolved and the inflammation was resolving. The reporter considered abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, breast mass, breast pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypersensitivity, inflammation, insomnia, loss of libido, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she had need for additional surgery. 3 coils seen on both sides diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. (B)(6), abdomen kub: findings: there are two essure devices in the pelvis. One is located in the right pelvis and the other is just left of midline. Multiple calcifications in the pelvis are likely phleboliths. Bowel gas pattern appears normal. There are no visualized osseous abnormalities. Essure had not perforated. Impression: two essure devices in the pelvis. Normal bowel gas pattern. (B)(6)2017, us transvaginal and pelvic: normal ultrasound examination of the female pelvis. (B)(6)2017, surgical pathology report: diagnosis: uterus, cervix, bilateral fallopian tubes, total abdominal hysterectomy with bilateral salpingectomy: benign cervix with nabothian cysts, simple endometrial hyperplasia with focal atypia, benign fallopian tubes. Fallopian tubes: right fimbria: the proximal aspect of the lumen contains a silver metal coil. Left fimbria: the proximal aspect of the lumen contains a silver metal coil. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes ¿ loss of libido, mood changes; infection ¿ vaginal, bladder, urinary tract; migraines/headaches, nausea, pain, acne and skin rash, vaginal discharge, foggy/blurry vision, weight gain, complications or problems at the time of your essure procedure: device had to be pulled out and replaced/ essure device that was attempted to be placed on the right was kinked, hip pain, low back pain, pain in leg, hand , arms, painful lumpy breast, extreme dry vaginal, extreme cramp, unable to fall a sleep. Relevant lab data added. Vent outcome added. Event autoimmune disorder pt was updated to fibromyalgia. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), weight increased ("weight gain"), alopecia ("hair loss"), tooth disorder ("dental issues"), inflammation ("inflammation "), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, weight increased, alopecia, tooth disorder, inflammation, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, hypersensitivity, inflammation, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.